Event description:
It was reported that the patient experienced a return of symptoms and had not felt stimulation in about three months. The patient met with her hcp and they interrogated her device and were not able to get any communication at all. They believed the device was depleted. It was noted that when the device was working it did control the patient's symptoms. The patient stated that she had very high settings and used it all the time which was the reason for the depleted battery, however the hcp stated that the depletion was premature. It was reported that they were going to replace the patient's battery, and planned to check the system to make sure the lead was ok. The patient's battery was replaced, and the hcp stated that the lead was also replaced, and it was reported that the patient was pleased, did not require hospitalization, and recovered without sequela. It was noted that the patient was reprogrammed on august 21st.

Manufacturer narrative:
Product ID 3093-28, lot# v023883, implanted: 2007 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).